Manufacturer narrative:
Manufacturing site evaluation: investigation results: the complained device and packaging was examined visually and microscopically. The sealed seam of the inner and outer sterile packaging was penetrated/damaged by the implant from inside out. The visual inspection of the sealed seams including a peel force test revealed no deviation from the desired value. There are no indications that the packages were not sealed in a proper way. During the investigation tiniest damages of the packages could be determined. These damages lead to a loss of the vacuum inside the packaging. As a consequence of this, the freedom of movement of the device in the packaging is widening, whereby high forces act on the sealed seams and lead finally to the breakthrough. The packaging processes in the responsible production department are validated. The packages itself will be reviewed by 100 per cent visual inspection within the production process. Therefore it can be excluded that the packages have left the aag in such a damaged condition." The device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of our investigation the root cause of the failure is most probably transport related. Probably the damages of the inner and outer sterile packaging was caused due to several shipping cycles to several hospitals.

Event description:
It was reported that there was an issue with the packaging of the product as enduro tibia hemi-wedge t3 4 mm rm/ll. During an enduro surgery, the packaging of both implants was damaged and therefore no longer sterile. One time the primary packaging was affected, the other time the secondary packaging. There was no patient harm. There was an slight delay in surgery. Additional information was not provided. The adverse event/malfunction is filed under aag reference (B)(4). Associated medwatch-reports: (B)(4)_9610612-2019-00652.